Manufacturer narrative:
The leads under complaint were returned in a fragmented state. The linox smart was found cut 17cm as well as 41.5cm distal to the is-1 connector pin. The solia was cut 13cm distal to the is-1 connector pin. All fragments of the leads were returned and thoroughly analysed. The analysis of the linox smart showed multiple abrasion marks along the fragments. Around 33cm distal to the is-1 connector pin the lead body was found squeezed and deformed. The insulation and the coating of the conductor cables were damaged in this region. These findings can be considered the root cause of the reported oversensing. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. The analysis of the solia showed multiple extraction damages such as cuts in the insulation and deformations of the outer conductor coil. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 58 months, oversensing was reported. The entire system was explanted and replaced by a s-ICD.